Event description:
It was reported every time the patient sat down her flesh would push the battery up to where it would "look like it was going to pop out of the incision" and she could not sit back in a chair. The implantable neurostimulator was in the top part of her left "cheek" and removed and put into her abdomen two years ago. There was no satisfying relief at all. It was reported that now the top of the battery was protruding through her skin and the bottom of the battery was "sinking in," and the patient had not seen a health care professional about this. It was noted the physician had to "redo the wire that went form the spine." Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# unknown, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, lot# serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
Additional information was received from the patient that reported she had nothing but problems since her first implant, always had trouble recharging her implantable neurostimulator, and had to have the first implantable neurostimulator replaced on (B)(6) 2009 because the lead wire broke.